Event description:
The patient was hospitalized for two days due to diabetic ketoacidosis with blood glucose levels peaking around 600 mg/dl while wearing the pod on the abdomen for 3-4 days. Symptoms included vomiting blood. Treatment included insulin. Due to patient's known allergy to reglan, claritin was administered to "counteract the effects." The patient also received a blood transfusion. The pod was removed and discarded by one of the hospital doctors to allow for x-rays to be done.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. No lot release records were reviewed, as the product lot number was not provided. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.